Event description:
Initial reporter indicated that they had a pt with the vns in their hospital admitted because they were having seizures. It is unk if the seizures the pt was having were above their pre vns seizure rate. Good faith attempts have been made for additional details surrounding the event and no further information has been attained at this time.

Manufacturer narrative:
See scanned page.